Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced hernia recurrence, and adhesions in midline and into the hernia. Post-operative treatment includes recurrent ventral hernia repair with new mesh, excision of adhesions, old mesh was separated from the abdominal wall, and mesh revision surgery.